Manufacturer narrative:
Date of event: unk. Implant date: unk. Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that 12.6mm, vticmo12.6, -10.50/1.0/079 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) and the patient experienced low vault. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5- "the reporter indicated that 12.6mm, vticmo12.6, -10.50/1.0/079 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. The patient experienced low vault without rotation. Lens remains implanted." Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: on (B)(6) 2022, the lens was explanted. On the same day separate surgery the lens was replaced with a different model, longer length lens and the problem was resolved. Status of the eye: " vault ok and no symptoms". D6b: "on (B)(6) 2022" should be added. H6: health effect- impact code: "2199" should be removed and code "4627" should be added. H6: medical device code:"2993" should be added. Claim#: (B)(4).